Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads and inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was sent back to zoll medical germany for evaluation. The reported problem was noted; however, the device failed to obtain an ECG signal even after using a different set of pads. The claim is concluded as observed - not verified. Analysis of reports of this type has not identified an increase in trend.